Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia on (B)(6) 2021. Customer's blood glucose value was above 400 mg/dl at the time of the incident. Another blood glucose level was 323 and 99 mg/dl. Customer stated that insulin pump was exposed to cold at work and when they got inside, they heard the alarm going off and it said battery failure. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with using insulin pump, manual injection, insulin pen and in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.